Event description:
Patient receiving oxygen via vent-trach mask connected to an aquapak. Oxygen was running at 12 lpm. Aquapak ruptured & rcp responded to loud noise. Patient had desatirated but after new set-up applied patient oxygen sahiration was acceptable. No further problems.